Event description:
It was reported that shaft break occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, when trying a kissing balloon, the device failed to cross the lesion. The catheter broke and the protector tip was damaged. The procedure was not competed due to another reason, and there will be a coronary artery bypass graft (CABG) after two weeks.